Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that a hand piece was stuck in a disposable. The sales rep stated that the top of the hand piece looked like it was coming off. This happened prior to the procedure. The procedure was completed using another disposable and hand piece and there were no consequences to the patient.